Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be that mucosa was injured when the broken area touched mucosa. The broken part may have come into contact with the mucous membrane, causing injury to the membrane. However, a root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Please read before use: warnings and cautions warning: never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section. It may also become impossible to straighten the bending section during an examination. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope rubber tip/lining of the scope had foreign material. There were no reports of patient involvement.